Manufacturer narrative:
Device received with no button response at bolus, esc, act, up arrow and down arrow button due to unlocked connector on lcd board noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump and buttons were not working. The customer blood glucose level was 88 mg/dl. It was also reported that esc button was not responding. It was reported that the customer advised to discontinue use of the insulin pump and revert to backup plan per health care professional's instructions. The insulin pump will be returned for analysis.